Event description:
Event reported revealed a catheter was being revised. "Catheter was spliced then when hcp thought it was fixed, squirted omnipaque through under fluoroscopy." Catheter was still exposed but hcp could not see the leak. Hcp then chose to put "methylene blue" through the catheter. Pt became paraplegic. Hcp has reported "pt is improving."